Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed multiple times with post-reset ram crc alarm. The customer's blood glucose level was unknown at the time of the incident. The customer also reported power loss alarm and hardware low level failures. Customer was able to successfully clear the alarm. Customer reported post-reset ram crc alarm had occurred more than once after a battery change. The insulin pump will not be returned for analysis.